Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had high and low impedances. Surgical intervention was undertaken on (B)(6) 2026 where ipg was replaced. Once the ipg was replaced the impedances completely cleared on the lead indicating that the lead may have pulled slightly from the header after implant.